Event description:
Soon after my saline implants I developed hives and worsening gi issues. Later chronic fatigue, memory loss, vision problems, severe anxiety, skin problems, headaches, later on diagnosed with systemic lupus. My life has been taken away from me. I suffer from the many symptoms as other women with breast implants including saline implants. It is not a myth this is real.